Event description:
Boston scientific received information that a high out of range shocking impedances was displayed. This device remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information, this investigation will be updated.